Manufacturer narrative:
Three samples gave falsely depressed carbon dioxide (co2) test results on a dimension vista 500. A siemens operational support (sos) specialist connected remotely to the customer site and determined all the impacted tests were on server 1. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the dimension vista 500. The cse replaced the r1 mixer and replaced and aligned the r1 and r2 probes. The cse also replaced the sample drain and primed the sample probe. Quality control materials were run with acceptable results. The cause of the discordant co2 and bun test results is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
Three samples gave falsely depressed carbon dioxide (co2) test results on a dimension vista 500. The initial test results were released to the physician(s). The same samples were repeated on the same dimension vista 500 and corrected reports were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the behavior.